Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy and bubbles up. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed different ointments for the rash. Outcome of the rash is unknown.